Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up with surgeon, he indicated the reported infection has resolved; however the patient has a corneal scar. Surgeon indicated his standard care for post prk patients is to place a bandage contact lens and "patch/shield" over the eye to discourage rubbing. The patient stated that he had pushed his finger under the "patch/shield" to rub away tears. Surgeon indicated he suspects that might be the source of the infection, but cannot state this as fact. Patient is currently still being monitored by the corneal specialist in relation to the corneal scar.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with post photo refractive keratectomy (prk) enhancement corneal infection of the right eye. The patient reported a painful episode three days post treatment and complains of pain, with significantly reduced vision. Reporter indicated the patient was referred to a corneal specialist , and has been placed on a fortified antibiotic and topical steroid eye drops.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified. The root cause could not be determined conclusively. The manufacturer internal reference number is (B)(4).